Manufacturer narrative:
Article citation: yu, c., & li m., et al. Delamination of acuseal graft is the main cause of secondary patency loss ¿ early unicenter experience annals of vascular diseases, 18. Https://doi.org/10.3400/avd.sup.25-00001. Released on j-stage: january 10, 2025. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. A4: patient weight is not available. B3: date of event is unknown, therefore, 10-jan-2025 reflects the date that literature was available online. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. D6: implant date is not available. H3: review of the manufacturing records could not be performed as a valid lot number was unavailable. H3: engineering evaluation could not be performed as the information is not available. H6: code c19 - a unique device identification number was not provided; therefore, the manufacturing date and/or production details cannot be determined. Code b13, b22 - author has been communicated but couldn't provide the follow-up information related to device. Code d15 - neither clinical images enabling assessment of product performance nor the product itself were returned for evaluation, the investigation could not be performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was received through literature ¿delamination of acuseal graft is the main cause of secondary patency loss ¿ early unicenter experience annals of vascular diseases¿ published in annals of vascular diseases in 2025. This is a retrospective study of 70 patients with end stage renal disease that received gore® acuseal vascular grafts as newly created arteriovenous grafts [avgs] or bridges for inflow or outflow insufficiencies of existing arteriovenous fistulas [avfs] or avgs from august 2021 to september 2023. Patient 3: the patient (74-year-old male) was implanted with a 6mm x 20cm gore® acuseal vascular graft, delamination occurred at puncture site, treated with ¿vb 6/8 and 6/10¿.

Manufacturer narrative:
A field action for the acuseal vascular graft has been released in response to reports of an increased rate of delamination. This field action will consist solely of an urgent field safety notice (fsn); no product will be removed from the field. Reason for the fsca: in april 2025, a UK physician reported that his group observed a 22% delamination rate (12/55 cases) over the period of 2022¿2024, which was higher than their historical rate of approximately 5%. For comparison, gore¿s complaint data indicate a global delamination rate of ~0.2%, while published literature reports rates ranging from ~1% to 10%. While delamination is a known failure mode, the reported rate and the suggestion that something had changed prompted gore to initiate a thorough investigation. The investigation included a review of process, materials, and equipment records for all affected lots, confirming that all requirements related to delamination risk were met. No design or manufacturing deficiencies related to delamination were identified. A risk-benefit analysis was also completed, reaffirming that the benefits of the device continue to outweigh its risks, with no new harms identified. However, the review determined that updates to the instructions for use (IFU) are warranted. Specifically, the IFU will be revised to: ¿ include additional use errors that may contribute to delamination, and ¿ add delamination to the device-related adverse events section. The fsn will be used to communicate these IFU changes and highlight the factors that may contribute to delamination.